Manufacturer narrative:
This supplemental report is being submitted to provide evaluation result of the subject device by the manufacturer. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, the reported phenomenon was not duplicated even if the bending section of the subject device was straightened or curved. There were no other abnormalities in the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The aware date was not october 2, 2017 but november 7, 2017. October 2 , 2017 was the date when non-olympus distributor knew the event.

Manufacturer narrative:
This device referenced in this report was returned to olympus singapore pte. Ltd.(osp) for evaluation. In the evaluation by osp, there was no irregularity in this device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at present. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device was lost (blurred) for a while during a transurethral lithotripsy procedure using a laser.the facility aborted the procedure because the target site could not be seen due to the lost image. The facility did not inform olympus whether the procedure was completed or not. However, there was no report of patient injury. After the procedure, the subject device was inspected at the facility and no irregularity was detected . It was reported that the subject device was brand new.